Event description:
Reportedly, the pt expired while using the device for pain control due to cancer. The local (B) (6) have seized the device from the user facility. The user facility report the infusion had seven hours remaining when it was found; the syringe was empty. No further were provided.

Manufacturer narrative:
The suspect device remains in (B) (6) custody. An engineer from the manufacturer evaluated the device at the offices of the (B) (6). The alleged failure was not detected and the product was within specification for fluid delivery.